Event description:
The customer obtained negatively biased vitros phyt qc results on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the immunowash subsystem on the vitros 5, 1 was not performing as intended. Ocd field service investigated and made necessary repairs returning the system to expected operation.